Event description:
According to the customer, on (B)(6) 2024 the foley was placed prior to a surgical procedure but, the "nurse's documentation" stated when attempting to inflate the balloon the "saline flush would not push through the valve".

Manufacturer narrative:
According to the customer, on 03/08/2024 the foley was placed prior to a surgical procedure but, the "nurse's documentation" stated when attempting to inflate the balloon the "saline flush would not push through the valve". The customer reported despite the nurse's documentation they "feel strongly that he would have used the syringe of sterile water that came in the kit". The customer reported an additional catheter was inserted in response to the reported issue. The customer did not report any serious injury. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.